Event description:
The information received from the affiliate states that this female patient (age unk) was presented to the interventional lab for an angioplasty and stenting procedure of the right external illiac artery using a right femoral approach. The vessel was described as mildly tortuous and moderately calcified with a 75% stenosis. After accessing the femoral artery,he crossed the lesion with a guidewire and pre-dilated the lesion with a power flex balloon. The physician then passed the stent delivery system (sds)through an up and over sheath to the lesion, but it would not cross. When the physician attempted to pull the sds back into the sheath, the stent dislodged. The physcian tried to retrieve the stent back into the sds, but was unsuccessful. An incision was made to retrieve the stent. The patient was taken to the o.r. On the same day for bypass surgery since the last lesion could not be repaired percutaneously.